Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-01080 & 01081).

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date in 2013. Subsequently the patient developed an infection and a competitor company¿s spacer molds and cement were used during a revision on an unknown date in 2014. On (B)(6) 2015, the patient was revised to remove the spacer molds and put in biomet knee products. During the procedure, the drill guide was locking and seemed to have stripped. Another drill guide was used to complete the procedure; however, a delay greater than thirty minutes occurred as a result.